Event description:
Walked into shared bathroom of residents' room. Room was hazy w/smoke & fumes of electrical odors. Pt removed from room. Reporter alerted other staff. Prior to that time, the lift had been used by another cna. When the lift did not work, the cna pushed the "emergency down button." The lift went down but still was not usable. The cna left the room to obtain lifting assistance.